Event description:
It was reported that during implant there were high and unreliable left ventricular (lv) thresholds. Thresholds were higher through the device than the analyzer and at times there was no capture through the device. The lead was disconnected and reconnected several times. The lv lead and device were not used and another lead and device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 implantable pacing lead: (B)(6) 2013. A 5076 implantable pacing lead: (B)(6) 2008. A 0144 competitor implantable tachy lead: (B)(6) 1999. (B)(4).